Event description:
Customer calling because she noticed yesterday that the inside of the cartridge compartment looked wet with condensation. She removed the cartridge and determined it was insulin by the smell. She had some higher than normal blood glucose results all day, in the 200-300 mg/dl range, treated by taking correction boluses. Later in the day when the correction boluses failed to bring the glucose down, she took the pump out from under her clothes and saw the moisture. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.